Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding high sensor glucose scan values while using the adc device compared to an adc meter. On (B)(6) 2022, the customer experienced excessive sweating and had a loss of consciousness and provided powdered sugar by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event. Sensor scan of 428 mg/dl compared to a blood glucose test of 170 mg/dl on the adc meter, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Sensor scan of 275 mg/dl when compared to a blood glucose test of 30 mg/dl on the adc meter, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.